Event description:
It was reported that the clinician is deeming the value out of range for last 4 visits. No additional information is available. Mdt representative (rep) received a question around unipolar pairing that shows around 1000 ohms. Reviewed MRI guidelines. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they had no additional impedance tests that may suggest different impedance numbers. Additional information received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient had a ¿long standing impedance abnormality¿ with one of the monopolar pairs reading 2,093 ohms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the rep said pt got high impedance value at 2075 when impedance test was run for MRI and the rep was wondering if anything can be done. Rep said they ran impedance test at 3 v. Reviewed MRI guidelines.